Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. The customer also received button error alarms. Customer's blood glucose level at the time 113 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.